Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that patient had therapy. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report: 3006705815-2020-01500. It was reported that lead migration issue was observed. As a result, both leads were explanted, and new leads were implanted. Patient was programmed post procedure and received good coverage. No further information is available at this time.